Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was occasionally not responding to presses. Reportedly, customer's blood glucose levels became elevated. Customer removed the screen protector during troubleshooting with tandem technical support, and touchscreen was fully functional.